Event description:
Pt presented with ongoing pain and discomfort. Loosening of cup and 1 x broken screw. The cup and 3 x screws were put into the pt on (B)(6) 2010. Surgeon revised the tritanium primary cup and the screws.

Manufacturer narrative:
An eval of the devices cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available at a later time, the eval summary will be submitted in a supplemental report.